Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited noise that was oversensed and led to pacing inhibition with less than two seconds of asystole. A revision procedure was performed where the rv lead was surgically abandoned and successfully replaced. The pacemaker remained in service and no additional adverse patient.